Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30160165l number, and no internal actions were found during the review. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that after four (4) hours of using the catheter, it appeared to have a blood clot adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by changing out the thermocool® smart touch® sf bi-directional navigation catheter for another one. The procedure was completed without patient consequence. The issue of a blood clot formation on the tip of the catheter has been assessed as an MDR reportable malfunction.